Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose and air bubbles inside the reservoir. Customer's blood glucose level went as high as 448 mg/dl. Customer treated their high blood glucose via manual injection. Customer smelled insulin at the bottom of the reservoir where the plunger goes in. Customer also had champagne sized air bubbles which is acceptable.